Event description:
During artemis prostate biopsy the bard max core disposable core biopsy instrument misfired. Disposable instrument was discarded and another biopsy instrument opened. Per dr. [Redacted] this is a system wide issue. [Redacted] was notified from materials management and given the product information including reference and lot numbers. Coordinated with vendor rep to return device to bard for investigation. Manufacturer response for disposable core biopsy instrument, max core disposable core biopsy instrument (per site reporter).